Event description:
It was reported that the indicated battery charge of the device dropped by 30% in a short period of time. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The current issue did not lead to an unexpected shutdown, and the customer was instructed to contact cts for additional support if the issue persists.